Event description:
It was reported that a blood administration set with clearlink had a strand of hair in the drip chamber. This was discovered before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection did not identify any nonconformances. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.